Event description:
It was reported that the first testing was ok, but the last one had 7 channels with status hi and a short circuit between channel 11 and 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.